Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3.5 months ago. Aneurysm morphology was not reported. The distal aorta was 2 cm in length and very narrow, measuring 16 mm in diameter, and, therefore, apparently not large enough to accommodate the two limbs of the talent bifurcated stent graft. It was reported that approx 2.5 months post-implantation, the pt presented with limb occlusion on one side with mild ischemia; however, the blood flow reconstituted at the level of the profunda/superficial femoral artery. The physician has elected not to intervene. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: (graft occulssion), (narrow aortic bifurcation).